Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging mouth issues. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the initial report, in section b2 hospitalization (initial or prolonged) was incorrectly marked, it should be product problem only. Section b1, b2 has been corrected / updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-14028. This report was submitted as a duplicate report of the previously submitted report.